Event description:
It was reported that the autoplex system was being used in a vertebroplasty procedure when the cement would not go down the needle into the vertebral body, and cement was seen leaking between the twist cap of the syringe extension. A back-up device was used when the event occured for a second time. When the third set was opened, the cement was able to be injected. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the devices are received and after the quality investigation has been completed. Not received by manufacturer.

Event description:
It was reported that the autoplex system was being used in a vertebroplasty procedure when the cement would not go down the needle into the vertebral body, and cement was seen leaking between the twist cap of the syringe extension. A back-up device was used when the event occurred for a second time. When the third set was opened, the cement was able to be injected. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on the investigation findings, the claimed condition was confirmed. Upon returned unit evaluation, cement leakage was detected between the luer spindle and luer housing from the extension tube assembly. The o-ring was partially shifted from the groove and broken causing the cement to leak.